Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for ketoacidosis while using the infusion set. It was alleged that the "hinge on the cannula" disrupted the insulin delivery which caused the elevated blood glucose levels. The patient had symptoms of dizziness and hyperventilating. The patient was treated with unknown IV therapy in the hospital and he was hospitalized for one day. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.